Manufacturer narrative:
Additional information for prevena customizable¿ dressing lot number 5548890: catalog #: pre2055ee; unique identifier (UDI) #: (B)(4); expiration date: 30-sep-2021. Device manufacture date: 24-oct-2018. Based on the information provided, it cannot be determined that the alleged abscess, wound dehiscence and rotten fascia are related to the activ.a.c.¿ therapy unit or prevena customizable¿ dressing. The surgeon stated it is difficult to say why the abscess formed, but was not surprised that the laparotomy got infected due to the type of first operation. Additionally, the surgeon confirmed the anastomosis leak was unrelated to v.a.c.® therapy. Therefore, kci has deemed the anastomosis leak not reportable. Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 02-mar-2020, the following information was reported to kci by the distributor: on (B)(6) 2020, the patient underwent a laparotomy and was placed on the activ.a.c.¿ therapy system with a prevena customizable¿ dressing. At first placement, the patient's umbilicus was protected with a mesh. After the first dressing change, redness was noted around umbilicus. Another prevena customizable¿ dressing was placed. On (B)(6) 2020, the surgeon said the patient underwent a revision allegedly due to an anastomosis leak 10 days after the operation and abscess formation underneath the umbilicus. The distributor is unsure if related to v.a.c.® therapy. The patient underwent an additional surgery to repair anastomosis leakage and remove the abscess and the issue was resolved. On 09-mar-2020, the following information was reported to kci by the distributor: per the surgeon, the anastomosis leak occurred presumably due to patient's inability to properly heal as he showed signs of deterioration day ten postoperative and was not due to v.a.c.® therapy. The subcutaneous abscess was not obvious before the revision and was probably due to v.a.c.® therapy as the skin seemed nicely healed. The abscess was observed around the umbilical area and in that region there was a small dehiscence of the abdominal wall. The surgeon believes the dehiscence was due to the subcutaneous abscess formation as the fascia in this region was "completely rotten". The anastomosis leak was observed in a remote area of the abdomen and not in any vicinity to the umbilicus thus the abscess did not cause the anastomosis leak. The surgeon stated it is difficult to say why the abscess formed, but was not surprised that the laparotomy got infected due to the type of first operation. The patient had re-laparotomy due to the dehiscence of the anastomosis and the abscess was removed at the re-operation. The patient was placed in the intensive care unit after re-operation and was given numerous intravenous (IV) therapy substrates including IV antibiotics. The patient's wound is slowing healing without great signs of infection. V.a.c.® therapy was not resumed. A device evaluation for the activ.a.c.¿ therapy system is currently pending evaluation. On 25-mar-2020, a device history record review for the prevena customizable¿ dressing lot number 5548890 was completed. All end release testing of product and packaging met specifications.

Manufacturer narrative:
Section h3; other (code unspecified, describe in h10): device discarded, not returned for evaluation. Activ.a.c.¿ therapy system (serial number (B)(6)) device manufacture date: 04-feb-2019; UDI production identifier:(B)(4). Based on the information provided, it cannot be determined that the alleged abscess, wound dehiscence and rotten fascia are related to the activ.a.c.¿ therapy unit or prevena customizable¿ dressing. The surgeon stated it is difficult to say why the abscess formed but was not surprised that the laparotomy got infected due to the type of first operation as the patient had many co-morbidities and complications were not surprising. Per the information provided, on day seven, after dressing removal, redness was observed around the umbilicus. The dressing was changed, and the prevena¿ dressing with v.a.c.® therapy was continued beyond the seven day maximum as per manufacturer's instructions for use. The prevena¿ dressing with v.a.c.® therapy was used for a total of ten days before therapy was discontinued. Furthermore, instructions are given to the physician to discontinue therapy if there are signs of allergic reaction or infection. Based on the information provided, kci has determined this event to be a result of inappropriate use of the device and is being filed as a user error. Additionally, the surgeon confirmed the anastomosis leak was unrelated to v.a.c.® therapy. Therefore, kci has deemed the anastomosis leak not reportable. Device labeling, available in print, states: warnings: infected wounds: as with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash), silver in the interface layer of the prevena¿ dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena¿ therapy should be discontinued until the infection is treated. Allergic response: the prevena¿ dressing has an acrylic adhesive coating and a skin interface layer with silver, which may present a risk of an adverse reaction in patient's who are allergic or hypersensitive to acrylic adhesives or silver. If a patient has a known allergy or hypersensitivity to these material, do not use the prevena¿ therapy system. If any signs of allergic reaction, irritation or hypersensitivity develop, such as redness, swelling, rash, urticaria or significant pruritus, patient should consult a physician immediately. Optimum use conditions for maximum benefit the prevena¿ therapy system should be applied immediately post surgery to clean surgically closed wounds. It is to be continuously applied for a minimum of two days up to a maximum of seven days. The prevena¿ therapy system will not be effective in addressing complications associated with the following: - ischemia to the incision or incision area - untreated or inadequately treated infection - inadequate hemostasis of the incision - cellulitis of the incision area. Duration of prevena¿ therapy patient should be instructed to contact their treating physician and not to turn therapy off unless: - there are signs of allergic reaction or infection corrections to MDR-3009897021-2020-00118 submitted on 01-apr-2020: section d1 brand name: activ.a.c.¿ therapy system; section d4 model: activac and unique identifier (UDI) # (B)(4). ; section d10: yes; section e1 jernej kmetec mm surgical d.o.o.; section e2: no; section corrections section e: initial reporter noted the distributor as the initial reporter in the initial report and the first follow up report. The general surgeon's contact information was provided and section e was updated to reflect this information. Section d: suspect medical device was updated from the activ.a.c.¿ therapy system to reflect the prevena customizable¿ dressing as the event is being reported as a potential user error attributed to the use of the prevena customizable¿ dressing with the activ.a.c.¿ therapy system. Section h3 device evaluated by manufacturer? Was updated from no device evaluation anticipated, but not yet begun to not returned to manufacturer, other device discarded; section h4 device manufacturing date was updated from(B)(6)2019 to (B)(6)2018; section h5 labeled for single use? Was updated from no to yes. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 09-apr-2020, the following information was reported to kci by the general surgeon: "the reason for the laparotomy was the planned operation (the subtotal colectomy for a stenosant tumor of the colon) in the state of ileus - so therapeutic. It was a semi urgent operation and a laparoscopic approach in this case would not be suitable the patient was given antibiotic treatment prior to surgery and in the following days as well, as according to our department protocol. The first change of dressing of the prevena was made on day 7 post surgery as advised by the product manufacturer. The patient was already on a very wide spectrum antibiotic treatment so no extra antibiotics were introduced into his therapy. " "the patient was operated in ileus, making it a semi urgent operation, he had many co-morbidities and complications were not surprising. After his reoperation and reanastomosis he then recovered fully and was discharged from our dept. In good physical condition. His laparotomy wound healed quickly and completely, albeit in a small central part per secundam." Kci has made multiple unsuccessful attempts to retrieve the activ.a.c.¿ therapy unit. As such, the device is unavailable for evaluation by kci quality engineering. However, the hospital confirmed that the device passed quality control checks and met specifications before and after placement with the patient. The distributor has quality control and cleaning protocols in place for handling the activ.a.c.¿ therapy unit after usage and between patient placements. The distributor provides regular trainings for all medical staff, doctors, and nurses on how to use/handle the v.a.c.® therapy units. Every v.a.c.® therapy units case includes an instruction manual. The distributor offers a support if the medical staff has any questions, problems, or concerns regarding the therapy or device. The prevena customizable¿ dressing was discarded; therefore, a device evaluation of the dressing could not be performed.